Manufacturer narrative:
(B)(4). Initial implant, system included rns neurostimulator and four depth leads : port 1 dl-330 left occipital, port 2, dl-344, right occipital, not connected dl-330 , right occipital and not connected dl-330, left occipital.

Event description:
On (B)(6) 2017, the treating center reported that the patient had developed purulent drainage from a small pinhole size opening at the incision site. On (B)(6) 2017, the patient's was taken to the or for evaluation and the incision site was opened, explored and immediately closed. No purulence was identified, no infection appeared to be present, and no culture was taken. The patient was started on antibiotics and no additional drainage was seen. All rns system product remained implanted.